Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006; 4968-60 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath, palpitations and chest pain. A device check showed the right ventricular (rv) lead experienced t-wave oversensing (twos). The lead sensitivity was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.